Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the top inner shaft of a screwdriver for extraction was broken. A surgical delay of five (5) minutes was reported. No additional information is available at this time. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the investigation has shown that the tip of the returned screwdriver is indeed completely broken off as complained (sleeve; outer part and thread-shaft; inner part are missing though). The broken surface is homogenous which indicates material conformity to the specification as well. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances and it is likely, that far too much mechanical force had been applied during removal (torsional stress) and has led to this breakage. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.